Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery due to once cylinder not inflating. During the procedure the existing device was removed and a new app was implanted. The patient did not experience any adverse events and was said to be recovering following the procedure.